Manufacturer narrative:
Field service representative (fsr) performed multiple troubleshooting tasks including the replacement of the pump, rd-30 mag., cuvette and wash cups which resolved the issue. A review of the analyzer¿s service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the part was replaced. The alinity ci-series operations manual addresses operational precautions, limitations and troubleshooting of the fluidics subsystem and addresses troubleshooting of elevated concentrations and erratic sample results. The alinity c service documentation provides adequate information for the troubleshooting, removal and replacement of the pump, rd-30 mag., cuvette and wash cups. A review of the alinity c monthly product monitoring revealed no systemic issues or adverse trends associated with the discrepant results described in this complaint. Further review found no adverse trend for the alinity c analyzer and no similar issues for discrepant results as described in this complaint. No adverse trends for the replaced part were identified. No product deficiency was identified.

Event description:
Specific data provided: sid (B)(6)chloride 142.49, repeat 99.05 mmol/l. Sid (B)(6) chloride 121.92, repeat 104.66 mmol/l. Sid (B)(6) chloride 132.17, repeat 105.72 mmol/l. No impact to patient management was reported. No specific patient information provided.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information is included. Additional patient details are not available.

Event description:
The customer reported falsely elevated chloride results with the alinity c analyzer. The customer provided experiencing erratic chloride results spiking very high (>150 mmol/l) and repeating as normal. The customers chloride normal range is 95 to 105 mmol/l. No aberrant results were reported out of the lab. They implemented duplicate testing to avoid release of incorrect results. There was no reported impact to patient management.